Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seal failed to load properly were observed to be cracked. The seal did not fold correctly during the loading process causing it not to load properly into the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question. Refer to MFR report # 2242352-2013-00300 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).